Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check power with power test bench, check speed with tachometer, check external leak tightness, check internal leak tightness, and marking and labeling. Therefore, the reported condition that the device had insufficient power causing the device to run slow and with lower energy and low rotational speed was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional information: g1, h4: the manufacturing site name was documented as unknown in the initial medwatch report. This has been updated to synthes produktions gmbh (waldenburg). Please note that the contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been updated to september 17, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the air pen drive device had insufficient power causing the device to run slow and with lower energy and low rotational speed. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.